Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient found a fluid leak during setup and an unspecified dwell of their pd treatment. It was reported the cycler was noisy, but there was no fluid found in or on the cycler. The cycler was replaced for the issue of noise. It was reported an alternate treatment option was available. Upon follow up, the patient confirmed the reported fluid leak event occurred between the safe lock adp luer lock adapter and baxter bag. The patient confirmed that they did not develop any symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported events. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete peritoneal dialysis treatments using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient has received the replacement cycler and is continuing with peritoneal dialysis on the new cycler without issue and without reoccurrence of the reported event. The patient confirmed that the adapter was discarded and not available to be returned to the manufacturer for physical evaluation, however, the old cycler has been picked up and returned.